Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the injector, and noticed the lens was tearing, so he quit using the lens. No pt contact.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows a portion of the optic is torn off & missing. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.